Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors..." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was by the vad coordinator that during inspection of the patient's controller the power ports were loose to the touch and slightly separated from the controller housing. No alarms were reported the patient or noted on interrogation. The controller was exchanged without consequence to the patient. No additional information was provided.

Manufacturer narrative:
The controller, con100154, was not returned for evaluation. Review of the manufacturing revealed that a rework was processed for a displaced gasket on the power port 2 and serial port connector. The unit was released after replacing the power port 2 and serial port connectors. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its quality assurance release process. The reported event could not be confirmed; analysis could not be performed as the device was not returned. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.